Manufacturer narrative:
Date rec¿d by MFR: 01jul2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Further evaluation determined that the resistance (ullr and urll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 13mar2019. The customer ordered a touchscreen replacement and will complete their own repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.